Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h11 corrected fields: h6 (medical device problem code), b5. A getinge field service engineer (fse) was dispatched to evaluate the unit. Following a full battery check, the device was confirmed to operate for approximately 30 minutes at a heart rate of 80 bpm. The battery charge status was verified and found to be charging normally at the time of inspection. However, it was noted that both the battery and safety disk are due for replacement in accordance with the preventive maintenance (pm) schedule. The customer was advised to ensure the battery is fully charged prior to device use. At this time, the unit is awaiting a purchase order (po) from the customer. A quotation for the replacement battery and safety disk will be provided to the hospital. No repair has been performed to date. Should repair information become available in the future, the investigation will be reopened and updated accordingly.

Event description:
It was reported that during patient transfer the cs100 intra aortic balloon pump (iabp) had shut down. There was patient involvement however, no adverse event reported.

Manufacturer narrative:
Due to character limitations in e1 event site address - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
During a routine check, the customer reported battery deterioration in the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement.